Event description:
Breakage of fluted rod near the transition/thread of sleeve.

Manufacturer narrative:
The devices associated with this report were not returned: however, review of the provided cd of x-rays and photos confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned: however, review of the provided cd of x-rays and photos confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. The investigation could not draw any conclusions about the reported event. No evidence was found suggesting product error was a contributing factor. Re-opened (B)(4) 2012: to add the information from the email dated (B)(4) 2012. The investigation concluded, based on the photo and print that the sleeve was implanted incorrectly onto the femoral component. Based on the print it was confirmed that the medial etching on the sleeve is etched correctly and based on the photo it was confirmed that the sleeve was implanted incorrectly onto the femoral component. Photo shows a chink between sleeve and fluted rod. If this is a post-op x-ray and not after the fracture then no, this is incorrect. The stem should have been seated completely flush with the sleeve. No evidence was found suggesting product error was a contributing factor. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers this investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.